Manufacturer narrative:
One (1) device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp secondary medication set would not prime. It was further reported a "second attempt to backfill secondary (intravenous) IV set with primary IV solution again failed". This issue was identified during priming. There was no patient involvement. No additional information is available.